Event description:
It was reported to (B)(4) that the astral device had a non-functioning touchscreen with an audible alarm after being plugged into main power. There was no patient harm or injury reported as a result of this incident.